Event description:
It was observed during device evaluation that the ultrasound gastrovideoscope had a gap between the acoustic lens and the ultrasound probe, along with peeling of the acoustic lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.